Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2009. It was reported that the pt's programmer was unable to locate the ipg, and she received a communication error message. The issue appeared to resolve after recharging the ipg; however, the pt then reported being unable to increase the amplitude past perception. F/u on the pt on (B)(6) 2011 found that she was recently reprogrammed, but she now reports feeling ineffective stimulation. No further info is available at this time.